Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information from patient device tracking notes that on (B)(6) 2018, a 23mm trifecta gt valve was selected for implant. Per report, the patient expired during the procedure, cause of death not provided.